Event description:
It was reported that a malfunction alarm labeled as code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, resolving the issue, and was instructed to continue using the pump with guidance to report back if the malfunction recurs.